Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed and required maintenance. A field service engineer (fse) arrived onsite and found that the biometric identifier device not functioning. The fse identified that it appeared in device manager without a driver and later as an unknown device after removal. The fse contacted csc and, with their assistance, installed the lumidigm driver. Following installation, the biometric identifier was restored, and the customer successfully logged in multiple times, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier had failed and required maintenance. However, there were no delay to patient care and adverse events or injuries reported based on this incident.